Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lapg. During the third firing, the surgeon closed the jaws and pushed the green button but the device did not fire. The surgeon tried to re-open the jaws but could not. The battery was re-inserted and the surgeon was able to open the jaws to remove the device. After surgery, they checked the device and it reacted normally. No patient injury.